Event description:
Equipment #1: pt reported "IV leaking". IV antibiotic initiated and a leak was noted in tubing resulting in a tubing change. Upon inspection it was noted that the distal access port of a b braun infusomat space pump primary IV set was dripping. Rate of drip noted to be very close to rate of drip in IV chamber. Tubing replaced. Equipment #2: (IV antibiotic initiated, leak was noted in tubing resulting in a tubing change). Second set of b braun infusomat space pump IV set noted to be leaking at same site. Unable to determine if the tubing leaking at distal injection port or at connection between tubing and pig tail just above distal injection port. As pt has just had dressing change of PICC line with each line flushed and heparinized and new prn adaptors placed it is not felt by nursing that there is pressure building up as a result of sluggish or non-patient PICC line. Rate of leak appeared to be very close to rate of IV. Anti siphon valve removed and leak almost completely subsided through a very small fluid collection can be noted accumulating on tubing. Dates of use: (B)(6) 2013.